Event description:
A malfunction was reported on a pump, and while no notable events occurred prior, the impact on the customer's blood glucose level was unknown. Technical support provided information on how to reset the pump and assisted the caller with the process. The customer was informed to continue using the pump and advised to call back if the malfunction recurred, which the caller acknowledged and understood.